Manufacturer narrative:
Date of report: 24aug2018. Updated contact name. Date received by manufacturer: 1aug2018. The main pcba (printed circuit board assembly) was received and tested. No component failures were identified.

Event description:
The customer reported vent does not transmit data to central hub. Requesting fse to repair equipment. No patient/user harm reported.